Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received an inappropriate shock due to oversensing of noise. As all three sensing vectors were showing evidence of noise, surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported. According to the field, the s-ICD system will not be available for return for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.